Event description:
It was reported that the patient¿s pacemaker had mechanical breakdown. It was reported that patient's pacemaker was replaced due to premature battery discharge. The patient condition was unknown.

Manufacturer narrative:
The reported events of premature discharge of battery, and mechanical breakdown were not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Visual inspection of the header and connectors did not find any contamination or foreign material, and no mechanical breakdown was detected. Electrical and mechanical analysis performed indicated normal functionality. In addition, battery assessment at various pulse amplitudes measured normal current level and no indication of premature depletion was noted. Longevity assessment was performed, based on average drain current, and the device exceeded projected longevity indicating normal battery depletion.